Manufacturer narrative:
Results: three samples were returned by the customer in support of this complaint and photographs showing tubes with varying amounts of cloudiness were provided. The 200 retained tubes from this lot number were evaluated and were found to exhibit no evidence of cloudiness. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6270982. Conclusion: evaluation of the photographs and samples indicated that there was varying degrees of cloudiness in the tubes. Whilst this may be aesthetically displeasing it is not understood to affect the efficacy of the tube. This type of defect is understood to be caused by a variation in the amount of wax being introduced to the polymer.

Event description:
It was reported that bd vacutainer® sst¿ tubes had 3 tubes that were cloudy. No injury or medical intervention reported.